Event description:
A user facility reported an intraocular lens (iol) was exchanged due to the patient experiencing blurred vision. In a follow up, a technician reported that prior to the exchange procedure, posterior capsule opacification (pco) had been observed and a yag laser procedure performed. The technician reported that following the exchange procedure, the patient was thrilled with her vision, the blurred vision resolved. The surgeon reported the use of an unapproved viscoelastic during the iol implant procedure. There are two medical device reports associated with this event. This report is for the left eye. The right eye was previously reported under manufacturer report# 1119421-2012-01406.

Manufacturer narrative:
Lens was returned with solution, broken haptics, scratches, and split/cracked damage observed to the optic on the posts of lens case not produced by this manufacturer. Results from the product history record review indicated the lens met release criteria. A lens bench test could not be conducted due to the optic damage. The replacement lens model and diopter were not reported. The product investigation could not identify a root cause. Additionally, a failure to follow the dfu was indicated by the use of an unapproved solution. Due to varying viscosity, the use of an unapproved viscoelastic may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 11/15/2012. (B)(4).